Manufacturer narrative:
No qc result issues reported before and after the event. A bci service replaced the photometer and performed alignment. No additional information available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high and low creatinine results generated by unicel dxc 600 pro chemistry analyzer. The sample was repeated on an alternate unit. Some of the results were reported out of the laboratory. It is unknown if treatment was initiated or withheld based on the erroneous reported results.